Manufacturer narrative:
Batch documentation analysis indicated that no departures from standard operating procedures were noted during the re-review for lot nza24200142. Serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, tutogen has manufactured and distributed two tutopatch bovine pericardium grafts from lot nza24200142 without related complaints. The case is assessed as serious due to necessary medical intervention and hospitalization required. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, allergic reactions to the bovine material, bacterial or viral infection, inflammation, or non-adherence to implant package insert instructions. Bovine pericardium grafts are processed utilizing a validated sterilization method, tutoplast® which includes terminal sterilization by gamma irradiation after packaging. The timeframe from implantation to the development of the abscess was 23 days. Cumulative risk factors may increase the likelihood of developing complications. It is more plausible that the adverse event is associated with one or more extrinsic factors, rather than an intrinsic property of the bovine pericardium implant.

Event description:
Rti surgical, inc. D/b/a/ evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received additional information that indicated the following: the patient is a 57-year-old female who underwent a dura substitute procedure with implantation of a tutopatch bovine pericardium graft on (B)(6) 2025. The patient presented to the emergency room on (B)(6) 2025 and was admitted. The patient was discharged on (B)(6) 2025. During the 13-day hospital stay, the patient had a head CT, eeg and MRI. She was given dexamethasone and levetiracetam medications to treat her cerebral edema and aphasia. She underwent surgery in which abscess was drained and the patch and bone flap were removed. The outcome of the abscess event was not provided. The outcome of the graft failure was reported as resolved. The relatedness of the adverse event to the tutopatch bovine pericardium graft was reported as unknown but definitely related to the surgical procedure. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Additional information has been requested from the clinical site. Once available and all review of the graft's processing documentation has been reviewed, a follow up report will be submitted.

Event description:
Rti surgical, inc d.b.a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen received a complaint on (B)(6) 2025. An adverse event was reported for subject 001-001 at (B)(6) within the tutopatch craniotomy registry study. On (B)(6) 2025, the patient developed cerebral edema on post-operative day one after implantation of a tutopath membrane, with aphasia and returned to intensive care unit for close observation. On 10/16/2025, additional information was received from tmi indicating that the patient developed an abscess on (B)(6) 2025.